Manufacturer narrative:
It was reported to philips that the device shock equipment malfunction is displayed. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. The customer was advised to replace the therapy pca to return the device to working condition, however the quote expired. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that a device shock equipment malfunction is displayed. There was no patient involvement.